Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot gd880799 and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination (coded as peritoneal dialysis complication) and peritonitis with culture positive for streptococcus in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and the nurse. On an unreported date in 2011, the patient made a mistake/touch contamination. The consumer further described it as the minicap fell off while the patient was sleeping. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized and treatment was not reported. The patient was recovering from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.